Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the lesion site, which was described as heavily calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified, 75 to 80% stenosed, right superficial femoral artery (sfa). A 6.0 x 200 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated to 6 atmospheres for a few seconds, pressure was slowly increased to 12 atmospheres and the balloon ruptured. A new 5.0 x 200 mm armada 35 pta catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.